Event description:
A report was received that the patient had difficulty charging her ipg due to the location which is right backside above the waistline. The patient had to apply a lot of pressure to charge the ipg. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision, during which, the physician elected to replace the ipg. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging her ipg due to the location which is right backside above the waistline. The patient had to apply a lot of pressure to charge the ipg. The patient will undergo pocket revision.